Manufacturer narrative:
H10:  this is one of two reports being submitted for this case.  Please reference manufacturer report no. 2015691-2019-02922.

Manufacturer narrative:
H6 and h10: the commander delivery system was returned to edwards lifesciences for evaluation.  The device underwent visual and dimensional inspections.  During visual inspection, the distal end of the inflation balloon bunched.  The crimping balloon was observed to be detached from the inflation balloon.  Note: one (1) triple marker likely dislodged by engineering during evaluation.  The crimping balloon was observed to be torn proximal to the inflation to crimp (I/c) bond.  The balloon wing was observed to have bent over 90°.  Due to the condition of the returned device no functional testing was able to be performed with the delivery system.   During dimensional analysis, the crimp balloon wall thickness was measured.  All measurements were found to be within specification.  No imagery was provided by the site. During manufacturing of the delivery system, the delivery system and components are inspected several times throughout the manufacturing process.  In addition, product verification testing was performed on a sampling basis and all testing met specifications.  These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. A device history record (DHR) review was performed and did not reveal any issues that could have contributed to this complaint. A lot history review was performed and revealed no similar complaints for the reported events.  Complaint data for the previous 12 months was reviewed ((B)(6) 2018 through (B)(6) 2019) for the commander delivery system (all models and sizes). The complaints were reviewed based on similar reported events and associated root causes/evaluation codes.  The complaints were confirmed, but no manufacturing nonconformances that would have contributed to the complaints were identified.  A review of the complaint history revealed that the occurrence rate did not exceed the (B)(6) 2019 control limit for the failure modes.  The instructions for use (IFU) and the training manual were reviewed for instructions/guidance relevant to proper device handling.  Per the IFU, during system removal the operator should ¿unflexed the delivery system while traversing the aortic arch. Verify that the flex catheter tip is locked over the triple marker and remove the delivery system from the sheath.¿  additionally, per the training manual, during system removal, the operator is to ¿completely unflexed the delivery system¿ and ¿ensure the balloon is completely deflated¿.  No IFU or training deficiencies were identified. The complaint was confirmed through visual inspection of the returned device, however no manufacturing non-conformances were identified during engineering evaluation. A review of manufacturing mitigation's supports that the delivery system has proper inspections in place to detect issues related to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the training materials, the following factors can affect withdrawal of the delivery system from the sheath: · not fully deflating the balloon · not unflexing the delivery system residual fluid would cause an increased balloon profile where it interferes with the ID of the sheath and could lead to withdrawal difficulties. If the delivery system was not unflexed prior to retrieval, it could not be coaxial to the sheath and can also lead to withdrawal issues. While patient information was not provided, a presence of tortuous vessels or borderline/undersized mld in access vessels (if any) can impact coaxially with the sheath, thereby potentially constraining retrieval of the delivery system. The subsequence force applied to overcome the resistance resulting from withdrawal difficulty could tear the balloon. The potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in a product risk assessment (pra).  A definitive root cause is unable to be determined at this time, but it is possible that patient/procedural factors, (tortuous vessels, small mld, residual fluid in inflation balloon and/or flexing of the delivery system) may have caused withdrawal difficulty, and/or procedural factors (excessive force applied to overcome the resistance resulting from withdrawal difficulty) may have caused the balloon to tear.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our french affiliate, after implant of a 29mm sapien 3 valve via transfemoral approach, it was not possible to retrieve the balloon of the commander delivery system through the distal tip of the esheath. The balloon was correctly deflated but no possible to get pull back into the esheath.   There was no crossing difficulty and the valve deployed correctly.  Additional information received indicates that the patient required vascular intervention and a blood transfusion.   Upon receipt of the device, the pre-decontamination observation showed the crimp balloon was torn.